Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing. The issue was resolved through reprogramming and the patient remained in good condition.